Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pcu unit had a system error was confirmed through a log review of the suspect pcu unit. Although the reported error code 133.6090.0 (main speaker failure) was not reproduced during testing, a related error code 133.6080.0 (backup speaker failure) occurred during initial power-on. No further issues were observed after the unit remained connected to ac power. The external and internal inspection process was performed on the suspect pcu; no issues were observed during inspection that would attribute to the reported event. All parts inspected were manufactured by bd. Thorough laboratory testing performed on the suspect pcu found the unit performing with no errors or malfunctions after an initial backup speaker error (133.6080.0) was observed during power-on. The error did not reoccur during subsequent testing. The event was reported to have occurred on 06jun2025, with no time specified. A review of the pcu event log showed no activity or infusions recorded on that date. The last programmed infusion occurred on (B)(6) 2025 at 1:21 pm with a rate of 200ml/hr and a vtbi of 10ml, ending at 1:24 pm. The last recorded power-on occurred on (B)(6) 2025 at 10:02 am, during which a malfunction error was triggered at startup, and the unit was powered off within the same minute. The error log showed a single malfunction error recorded on (B)(6) 2025 at 10:02:12 am with error code 133.6090.0 (main speaker failure). According to the system error tip sheet, a system error message indicates that the bd alaris¿ pc unit (pcu) has detected a hardware or software malfunction during its self-checking process. The unit should not be powered down until a replacement is available and must be returned to clinical engineering or biomedical for evaluation. The user manual v12.3.1 states that the pcu should remain connected to ac power, as the battery is only a backup. If a defective or missing battery is detected during power-on, the system will not operate. The technical service manual v12.1.2 notes that prolonged battery discharge may lead to performance degradation or malfunction and recommends charging the battery at least once per year during long-term storage. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n: (B)(6)). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement.